Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2018-00274, MDR: 9610905-2018-00275, MDR: 9610905-2018-00276, MDR: 9610905-2018-00277.

Event description:
It was reported that a plate and screws were removed due to patient condition.

Manufacturer narrative:
An investigation could not be performed because no device was returned, and no failure was described. Review of the device history records was not possible due to no lot number being identified. The root cause cannot be determined due to no device returned and no failure described. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.